Event description:
Customer reports imprecision for calcium on this integra 800 and provided the following results. First pipetting gave 2.61 mmol per l, second pipetting gave 2.26 mmol per l and third pipetting gave 2.28 mmol per l. No info provided to determine if pt was adversely affected. The following maintenance service actions have been performed: changed valve with distributor rt1. Changed valve with distributor rt2. Changed valve solenoid 2-way. Changed chain cable rt2. If add'l info is received, appropriate notification will be provided.